Event description:
Reportedly, the patient received an appropriate shock on (B)(6) 2014. Shock was delivered due to oversensing on right ventricular defibrillation lead. A reintervention was performed on (B)(6) 2014 to replace the lead; as the new defibrillation lead wasn't thin enough to pass through the vein: access to the heart was limited to a thinner lead. An is-1 right ventricular lead was implanted into the patient to assure the sensing task and no new defibrillation lead was implanted. As the subject ICD has almost arrived at the recommended replacement time, it was also replaced and will be returned for analysis. A new ICD was successfully implanted with the new is-1 lead for sensing part; the is-1 part of the right ventricular defibrillation lead was capped and the right ventricular coil was connected (the svc coil was not used anymore). On (B)(6) 2014, defibrillation test was successfully done: 42j-shock was delivered with a shock impedance of 69 ohm.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, the patient received an appropriate shock on (B)(6) 2014. Shock was delivered due to oversensing on right ventricular defibrillation lead. A reinsertion was performed on (B)(6) 2014 to replace the lead; as the new defibrillation lead wasn't thin enough to pass through the vein: access to the heart was limited to a thinner lead. An is-1 right ventricular lead was implanted into the patient to assure the sensing task and no new defibrillation lead was implanted. As the subject ICD has almost arrived at the recommended replacement time, it was also replaced and will be returned for analysis. A new ICD was successfully implanted with the new is-1 lead for sensing part; the is-1 part of the right ventricular defibrillation lead was capped and the right ventricular coil was connected (the svc coil was not used anymore). On (B)(6) 2014, defibrillation test was successfully done: 42j-shock was delivered with a shock impedance of 69 ohm.

Event description:
Reportedly, the patient received an appropriate shock on (B)(6) 2014. Shock was delivered due to oversensing on right ventricular defibrillation lead. A "reinvertion" was performed on (B)(6) 2014 to replace the lead; as the new defibrillation lead wasn¿t thin enough to pass through the vein: access to the heart was limited to a thinner lead. An is-1 right ventricular lead was implanted into the patient to assure the sensing task and no new defibrillation lead was implanted. As the subject ICD has almost arrived at the recommended replacement time, it was also replaced and will be returned for analysis. A new ICD was successfully implanted with the new is-1 lead for sensing part; the is-1 part of the right ventricular defibrillation lead was capped and the right ventricular coil was connected (the svc coil was not used anymore). On (B)(6) 2014, defibrillation test was successfully done: 42j-shock was delivered with a shock impedance of 69 ohm.